Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has four leads (from the same lot) for off-label use. It was reported the patient experiences burning and discomfort when changing programs. The patient met with and sjm representative to address the issue. The patient will follow-up on a later date.